Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73l1500666. Investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The physician found that the staples were getting stuck during use. The patient's condition was reported as fine.